Event description:
Starting in 2009, the amplitude had to be increased from 2.8v to 4.0v on the 0-3 channel for efficacy. At a following visit, a setting of 5.8v was required. The patient returned to the clinic four months later, with the device in "factory reset mode" and the battery depleted. The device was replaced. At explant blood was observed in the setscrew channel for contacts 0-3. The patient had not described any pocket stimulation. The device settings were: left: 2+, 1-, 2.8v (increased to 5.8), 90mcs, 170hz. Right: 4-, c+, 2.1v, 60mcs, 170hz. The patient recovered without sequelae.